Event description:
It was reported that this brady pacing lead is implanted in the left bundle branch. It was noted that pacing impedances are rising. Additionally, thresholds went from 0.8 to 2.1 and there is some loss of capture. The physician suspects that the helix may be retracted. At this time, this right ventricular (rv) lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which confirmed a chest x-ray was performed and it does not appear to be a lead dislodgement. Lead measurements have returned to the previous value and are stable. The plan is to continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this brady pacing lead is implanted in the left bundle branch. It was noted that pacing impedances are rising. Additionally, thresholds went from 0.8 to 2.1 and there is some loss of capture. The physician suspects that the helix may be retracted. At this time, this right ventricular (rv) lead remains in service. No adverse patient effects were reported.